Event description:
Customer reported when the package was opened, the guidewire of the arterial catheter was torn. A new device was obtained for use. No patient involvement reported.

Manufacturer narrative:
(B)(4). The customer returned one guide wire and a lidstock from an arterial kit. No signs-of-use were observed. The guide wire tubing was not returned for analysis. Visual examination revealed two kinks/bends on the guide wire body. No other defects or anomalies were observed. Visual analysis could not be performed on the guide wire tubing as it was not returned for analysis. Additionally, the kit packaging contained crease marks; however, it cannot be determined if these crease marks were created due to storage and shipping or by the customer after the kit was opened. The kinks/bends in the guide wire were located 125mm and 166mm from the distal end. The total length of the guide wire measured to be 350mm which is within specifications of 345mm-355mm per product drawing. The outer diameter of the returned guide wire measured to be 0.519mm which is within specifications of 0.508mm-0.533mm per product drawing. A manual tug test confirmed the distal and proximal welds were secure and intact. A device history record review was completed, and no relevant findings were identified. The lidstock returned with the guide wire was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. An engineering change order was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The reported complaint that the guide wire was found kinked prior to use was confirmed through visual inspection of the returned sample. The returned guide wire contained two kinks. The words "do not bend" are clearly visible on the front of the lidstock, which is intended to heighten customer awareness and mitigate the risk of kinking the components during storage and shipping of this product. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer description and the sample received, the root cause cannot officially be determined as the guide wire tubing was not returned for analysis. Analysis of the tubing would need to be performed to determine if the kinking indeed occurred while inside the packaging. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported when the package was opened, the guidewire of the arterial catheter was torn. A new device was obtained for use. No patient involvement reported.